Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the acoustic lens is missing. (Damage level; expose the glue-layer) and due to a chip on acoustic lens (damage level; reach to the glue-layer), insulation resistance value does not meet the standard value. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the acoustic lens is missing. (Damage level; expose the glue-layer) and due to a chip on acoustic lens (damage level; reach to the glue-layer), insulation resistance value does not meet the standard value. There were no reports of patient involvement.